Manufacturer narrative:
(B)(4). The stimulator and leads have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced telemetry issues with her implantable neurostimulator (ins). It was noted that the ins was not holding a charge for long. The ins was explanted and the pt recovered w/o sequela. A f/u report will be sent if add'l info becomes available.